Event description:
The facility reports the pt was being transferred from a chair to a bed. The pt was in a semi-standing position when pt the right hand away from the lift, catching it in the sling attachment ring.

Event description:
The facility reports the pt was being transferred from a chair to a bed. The pt was in a semi-standing position when he pulled his right hand away from the lift, catching it in the sling attachment ring.